Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtain via the ipsilateral antegrade approach. The 100% stenosis target lesion was located in the severely tortuous and severely calcified anterior tibial artery (ata). The physician had difficulty crossing the wire, so he delivered the wire to the middle part of the anterior artery. Then, the physician used a non-bcs device for ablation in proximal and performed plain old balloon angioplasty using a 3.0-40 coyote balloon catheter. The physician advanced the wire again but still unable to cross. Distal punctured from dorsalis pedis artery through retrograde approached by rubicon and cruise. After he performed wire rendezvous technique from retro, the physician used this device at ata, upon inflating the balloon at 20 atmospheres for 30 seconds. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.